Event description:
It was reported that during an embolization of the splenic aneurysm the physician chose to exclude the aneurysm and embolize the artery distal and proximal to the aneurysm (sandwich technique) due to a feeding artery that would have reperfused the aneurysm. Following deployment of the first three coils, the coils migrated distally toward the spleen. The spleen was partially embolized.

Manufacturer narrative:
The device will not be received for analysis. Company representatives of the european marketing organization located in (B) (4) visited (B) (4) and met with prof (B) (4) and dr (B) (6) on 05/05/2010, to discuss the details of the procedure. The two parties mutually recognized and agreed that the devices had been selected and used according to the indications of the instructions for use, and that the event of the coil migration was not related to failure, malfunction, or under-performance of these devices compared to other available products on the market; coil migration belongs to a recognized risk in coil embolization procedures, known from physicians, and that such risk remains associated to the possibility of adverse event accepted against the benefit obtained by such non surgically invasive procedures.